Manufacturer narrative:
(B)(4). The date of the cardiac arrest was not reported. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cardiac arrest and subsequently died coincident with automated peritoneal dialysis therapy. The cause of death was reported as due to the cardiac arrest. The patient was hospitalized for the cardiac arrest prior to death. It was not reported if an autopsy was performed. It was not reported if the patient was performing therapy with the homechoice device or if the patient was connected to the device at the time of the cardiac arrest or at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Sample analysis found no failure or malfunction that could have caused or contributed to the reported issue. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.